Event description:
It was further reported that the saphenous vein graft (svg) of the left anterior descending artery (lad) was moderately tortuous. When the promus element stent was advanced to the svg it was noted that the physician had difficulty delivering the stent to the lesion due to the tortuous anatomy. The promus element stent was implanted in an unintended location; proximal to the svg where it had dislodged from the stent delivery system (sds).

Event description:
As reported: line at reservoir side broken or maybe not correct glued. Occurred during filling of system. No patient injury was reported.

Manufacturer narrative:
Follow up MDR, result: customer report was confirmed. Rec'd (1) triple dpt - double vamp adult kit. Pressure tubing was found completely broken off from uv bond joint with one of the vamp reservoirs. Rough surfaces were observed at broken tubing ends. Tubing was bent near the site of damage. Damage occurred to patient side of the kit. (B) (4)